Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.4, 2nd inr: 2.8, 3rd inr: 1.5, mean: 2.57, sd: 0.97, %cv: 37.84. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot info was available. Root cause of complaint could not be determined from the info provided by the customer. Per complaint issue, pt was milking the finger. Per user guide, "milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result or testing error." Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.4, 2.8, 1.5. Pt's therapeutic range: 2.0-3.0 inr. Pt was recently hospitalized for 2 weeks and developed paralysis. Doctor suspected her lupus may have flared.